Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va15r8k serial# implanted: (B)(6) 2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient saw a physician for a follow-up and stated that they had a fall. Since the fall, the stimulation was felt in a different area and they were having increased accidents. The physician attempted to reprogram, without any success, and ran an impedance check, which showed all normal values. The issue was not resolved and the physician decided to revise both the lead and the implantable neurostimulator (ins) at a further date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.